Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in the duodenum and billiary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the sphincterotome was used successfully to cut the ampulla but then the cutting wire broke and they were unable to continue. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years.(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.